Manufacturer narrative:
This issue was identified during service record (sr) retrospective project review. All sr identified during the retrospective review will be sent at once. There was no donor involved in the incident. The following parts were sent to customer biomed for repair: dpm sensor assembly, line sensor w/cover assy, power supply. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported a burning smell coming from the machine. Also receiving code 10 - state fault. There was no donor involvement.